Event description:
It was reported the wire became knotted in the patient's arm after several attempts at repositioning arm and readvancing the wire. The user was able to remove the wire at the patient's bedside. No surgical intervention was required. It was reported no harm was caused to the patient and the patient was subsequently referred to interventional radiology for evaluation and line placement. It was reported the user did not think there was force used and nothing about the insertion seemed abnormal except she could not pass the catheter and it became stuck in the arm on removal. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the wire became knotted in the patient's arm after several attempts at repositioning arm and readvancing the wire. The user was able to remove the wire at the patient's bedside. No surgical intervention was required. It was reported no harm was caused to the patient and the patient was subsequently referred to interventional radiology for evaluation and line placement. It was reported the user did not think there was force used and nothing about the insertion seemed abnormal except she could not pass the catheter and it became stuck in the arm on removal. The patient's condition is reported as fine.

Event description:
It was reported the wire became knotted in the patient's arm after several attempts at repositioning arm and readvancing the wire. The user was able to remove the wire at the patient's bedside. No surgical intervention was required. It was reported no harm was caused to the patient and the patient was subsequently referred to interventional radiology for evaluation and line placement. It was reported the user did not think there was force used and nothing about the insertion seemed abnormal except she could not pass the catheter and it became stuck in the arm on removal. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The wire contained obvious signs of use in the form of biological material. Visual examination confirmed a knot in the guidewire towards the distal end. The distal weld appeared fully spherical and intact. The guide wire contained one knot 428 mm from the proximal end. The total length of the guide wire could not be measured due to the knot near the distal end. The outer diameter of the guide wire measured to be 0.018" which is within specifications of 0.0160-0.0185" per product drawing. The guide wire could not be functionally tested with a lab inventory needle or catheter due to the knotted guide wire. A manual tug test confirmed the distal weld was fully intact. R & d and clinical were previously contacted. It was determined that the guide wire can become looped around the catheter as part of the insertion process. This is likely due to difficulty threading the catheter over the wire, therefore the catheter is advanced and retracted multiple times which can cause looping and knotting of the wire. Additionally, the guide wire would be unable to be threaded through the insertion needle and/or catheter while containing a knot which indicates that the guide wire became knotted in use, after a successful insertion. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns, "do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of a knotted guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained a knot near the distal end. The guide wire is unable to be threaded through a needle or catheter while knotted, indicating that this damage occurred during use. A device history record review was performed with no relevant findings. Based on the sample received and engineering/clinical feedback, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.